Manufacturer narrative:
(B)(4). The device was manufactured january 15, 2015 ¿ january 16, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed, and the device¿s flow rate was found to be within specification. Upon conclusion of the investigation, the cause of the reported overinfusion was determined to be a use error. According to the directions for use (dfu) provided with the device, the nominal fill volume for this device is 240 ml. The dfu indicates that a reduction in fill volume may result in an increased flow rate. A review of the label for the product family will be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an over-infusion of vancomycin leading to elevated blood levels of antibiotic and resulting in renal failure while performing an infusion with a large volume infusor. The device was filled with 1.00 gram of vancomycin in a total volume of 120 milliliters and was set to deliver 5 ml/hour over 24 hours. It was reported that the device completed early than expected. The patient was hospitalized for the event. Treatment for the event was not reported, but it was reported that the patient received "bolus dosing of vancomycin" during hospitalization (route, dosage, frequency, and duration not reported). The patient's antibiotic therapy was later changed to ceftazidime intravenously (daily, dosage, and duration not reported) and daptomycin intravenously (every 48 hours, dosage, and duration not reported). After seven days of hospitalization, the patient was discharged. It was not reported whether the patient was recovering or was recovered from the over-infusion event. No additional information is available.